Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. A corroded electronic assembly was noted during the visual inspection.

Event description:
Customer stated that they were thrown in the pool with the insulin pump on and the device is now alarming button error. Customer's blood glucose reading at the time of the call was 160 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.